Manufacturer narrative:
.

Event description:
A healthcare professional from a clinical study reported that there was inflammation of the pocket of the neurostimulator and fragility of the skin without infection. It was unknown what led to the event and it was unknown if any diagnostics or troubleshooting were done. It was indicated that this was not related but further follow-up was being conducted. The patient's medical history included smoking, dyslipidemia, hyperlipidemia, and parkinson's disease. Additional information received reported there was redness and heat but no fever. Etiology was surgery/anesthesia. Examination was done. Actions taken included surveillance of the pocket of the stimulator. The device was explanted/replaced on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.